Event description:
The customer reported having low blood glucose. The customer stated that he ate a hot dog and then gave himself a bolus. The customer then went to lie down. Later, his fiancee tried to wake him up and he wouldn't. The customer was unresponsive, cold, and clammy. The customer's blood glucose was 20mg/dl, and his fiancee gave him a glucagon shot. The customer's blood glucose rose to 23mg/dl. The paramedics were called and they treated the customer with insulin and advised him to discontinue use of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.